Event description:
It was reported that during a laparoscopic lysis of adhesions procedure, the device laid staples but they did not form. A new device was used to complete the procedure. No other details of the event were provided. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Colon(not sure specific location). On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used? Blue. Was buttressing material utilized? If so, which product? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Tlc75. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc) "all staples were deployed but all unformed." Staple legs sticking straight out. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. Was a leak test completed? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? If so, which firing? Unknown. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Large amount of adhesions was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. Where was the location of the malformed staples - on the ends or in the middle of the staple line? All staples were unformed. Where the staple legs unformed or did they have irregular shapes? Unformed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. A review of the manufacturing records was performed and no non conformance reports were found with the lot and batch numbers identified within this complaint file.